Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v063416, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that her lead wires was messed up, so she had a revision on (B)(6) 2013. Patient stated a company representative (rep) was at the revision surgery and was aware of the issue as well.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.